Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer' sensor was missing a cannula. It was reported that the customer was contacted in regards to obtaining information on product, in order to send out replacements. No further information provided.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and the found sensor retracted inside the sensor base. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. No broken or missing parts were observed during analysis.